Manufacturer narrative:
Concomitant medical products: : 4598 lead, implanted: (B)(6) 2021 and dtma2q1 crt-d, implanted: (B)(6) 2021 . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high rv defibrillation coil impedance. The lead remains in use. No patient complications have been reported as a result of this event.